Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09831. It was reported that a vessel dissection occurred. The target lesion was located in the heavily calcified superficial femoral artery (sfa). The lesion was pre-dilated with a 6x120 mustang balloon catheter. Upon post-dilation, a dissection was noted. A 6x200x130 innova¿ stent was then advanced to the target lesion and deployment initiated. After approximately 2/3 of the stent was deployed, the stent deployment feature was not able to deploy the remaining stent. The physician pulled the entire system back to the introducer sheath with force resulting in the stent elongating. The sheath, with innova stent delivery system and partially deployed and elongated stent, were then removed from the patient. Nothing was left inside the patient. The procedure was then completed with a non-bsc stent. There were no further patient complications and the patient is doing well.